Event description:
The facility representative reported a colleague infusion pump with a damaged battery alarm. Upon review of the event history log, it was found that a battery depleted set alarm interrupted delivery. There was no report of patient involvement, injury or medical intervention related to this event. This device is a colleague infusion pump with user interface module version 6.13.92. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition was confirmed and reproduced during product evaluation. The root cause was identified as depleted main batteries. The main batteries and battery harness were replaced to correct reported condition. This issue has been escalated to CAPA. Should additional information become available, a follow-up medwatch will be submitted

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.